Manufacturer narrative:
Internal file number: (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot with the same failure mode. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely when the physician attempted to cross the already implanted device it caused the reported difficult to position / cross resulting. The reported patient effect of vessel/coronary artery dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known potential adverse event of percutaneous coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. After implanting a 2.5x38 mm xience sierra stent, a distal dissection was observed. A 2.5x28 mm xience sierra stent delivery system (sds) was advanced to treat the dissection, but was unable to cross the previously implanted 2.5x38 mm xience sierra stent. The 2.5x28 mm xience sierra sds was removed without any issues although there were flared struts noted proximally on the stent. There were no other device issues. After several balloon dilatations, a new 2.5x23 mm xience sierra was implanted to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.